Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint could not be reproduced. No reportable alarms were noted. No components were replaced in regard to the reported issue. Additionally, the device's filter cover was found to be missing and was replaced to address the issue. The device's air inlet foam filter, particulate filter and muffler assembly were replaced preventatively. The device was tested and passed all final testing.